Event description:
It was reported that during the procedure to prophylactically explant the right ventricular (rv) lead both the right atrial (ra) and left ventricular (lv) leads were dislodged. Both leads were removed and replaced with new leads. During the implant of the new lv lead the lead became dislodged while slitting the catheter. The lv lead was removed and replaced with another new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and a cosmetic depression, the lead was stretched, and there was apparent explant damage; (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).